Event description:
This is 1 of 2 reports linked to mfg report number 2648988-2025-00015: a facility reported that the guidewire of the hermetic lumbar catheter, closed tip (ins5010) failed. The drain was flushed and inserted with the wire inside, and when they tried to remove the wire, it got stuck and the wire unraveled. They kept pulling till it came out but it was damaging the drain in some spots. It is unknown if there was patient injury. Additional information received as follows: "there was roughly a 10 min delay for the case. And we just pulled on the wire that was falling apart, and it eventually came out after causing some damage to part of the drain catheter (which we cut off at the end)."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hermetic lumbar catheter (ins5010) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomaly was observed during its manufacturing, packaging, and inspection processes that could be related to the reported condition. Failure analysis - the returned dispenser box, pouch and IFU correspond to complaint (mfg report# 2648988-2025-00015). The reported catalog (ins5010) and lot number (7442813) were confirmed based on the identification of the returned dispenser box. No catheter and/or guidewire was received for investigation (mfg report# 2648988-2025-00015). Therefore, the reported condition ¿wire stuck and unraveled¿ for investigation (mfg report# 2648988-2025-00015) is considered unconfirmed. The plastic container with catheter and guidewire corresponds to this complaint (mfg report# 2648988-2025-00016). The reported catalog (ins5010) and lot number (7461043) were confirmed based on the identification attached to the plastic container. The guidewire was confirmed to be unraveled. It was also confirmed that the entire wire was retrieved since the tip (round part) of the wire was observed attached to the wire. The catheter was also visually inspected, and no damage was observed. Root cause - the guidewire was confirmed to be unraveled; however, the reported condition of ¿damaging the drain in some spots¿ is unconfirmed. Due to confirmed complaints related to unraveled guidewires, a scar was issued to obtain an in-depth evaluation from the supplier to identify a potential root cause for the reported guidewire breakages and actions that can prevent or reduce the recurrence of the reported condition. The supplier¿s final report did not identify any manufacturing issues. However, the supplier reported that the user should not bend the wire; for example, wrapping the guidewire around the hand or fingers when removing the guidewire since this action could create a force on the distal weld exceeding 2.75 lbs., causing the observed breakage at the distal weld and the guidewire to unravel/stretch. At this moment, no additional information has been received from the customer that would indicate that the guidewire was wrapped around the hand during its retrieval and/or that there were any anatomical feature/anomaly that could difficult the guidewire removal. As a result of events like the one herein reported, a revision to the IFU was implemented to include cautions that advise the user not to bend the guidewire to prevent unraveling of the guidewire.